Manufacturer narrative:
This report is a response to medsun report #: (B)(4) which was received by amt from the FDA on 05/19/2025. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was unable to confirm the reported complaint that the 7 french dilators did not have a lumen. Examination found the device was hollow as intended. Clamp marks were found on the outer diameter of the tip of the dilator. It is believed that during placement the dilator tip was clamped down on with forceps, or an equivalent instrument, which compressed the inner diameter making it difficult or impossible to pass a guidewire through at the time of compression. During inspection, a guidewire was able to pass through the length of the returned dilator with no issues. Review of the complaint record found that this is the first reported complaint of its kind. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint #(B)(4).

Event description:
Per the original reporter in uf #: (B)(4), it was reported that the, "dilator set number #7, dilator in the pack doesn't have a lumen to go into the guidewire".